Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Physician used a closurefast catheter with a .025in x 150cm closurefast guidewire and rfg3 during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. The closurefast guidewire was fed into the catheter. When attempting to remove the wire from the catheter, it seemed really tight. A pop was heard, and the wire appeared to fray. The catheter and wire were removed from the patient in tandem to remove the wire. Following removal of the catheter from the patient, the wire was still unable to be removed from the catheter. The wire was still partially out the end of the catheter where the element is located. Attempts were made to remove it from the end where the element is located, and it is reported to have acted almost like a rubber band and still could not be removed. A new catheter was opened to complete the procedure, 1 segment was treated and the vein closed. No patient injury reported.